Manufacturer narrative:
The subject hose was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc evaluated this hose and found that this hose kinked. Omsc tried to reproduce this phenomenon, and confirmed that the air leaked from this hose. Omsc surmised the following. The phenomenon caused by the breakage of kinked part of this hose. The breakage of this hose caused by the usage in a state which is bent over a long period of time. Maj-1080 is used in assembling the uhi-3. The uhi-3 instruction manual states the corresponding method when there is an abnormality. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus was informed the following. During an unspecified procedure, the facility found that the air leaked from the subject hose. The facility suspended the procedure, and replaced the subject hose with a spare maj-1080, and completed the procedure. The subject hose had been used in the state of being bent. The subject hose was used more than four years. There was no report of the patient's injury regarding this event.